Event description:
Surgeon reports development of severe hypopyon 6 days after intra ocular lens implantation. Intensive therapy with topical antibiotics was instigated and the inflammation is reported to be clearing. Visual acuity prior to event was reported to be 20/50 and now is 20/70.